Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl,129 mg/dl. The customer was treated with fruit snacks and crackers. The customer declined troubleshoot for low blood glucose. Customer also receive a change sensor alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report . (B)(4).

Event description:
Event date has been updated to april 29, 2019.